Manufacturer narrative:
It was reported that following insertion the patient experienced retention. It was reported that patient underwent mesh revision on (B)(6) 2014 by (B)(6) at (B)(6) hospital due to urinary hesitancy and obstruction from prior sling. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and gynemesh ps was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.